Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic and haptic torn. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -03.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length lens (different diopter) and the problem was resolved.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).